Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Video was provided and the reported complaint was observed. Video provided shows iol implantation. Iol appears to be in the correct position for the advancement. Post implantation a slight mark is visible over the optic edge area at around 2 o'clock position. Also a mark is observed over the optic area, the mark is white in appearance , no determination can be made if the mark is on the surface of the iol, or it is a scratch within the material of the lens. The product investigation could not identify the root cause for the reported complaint "scratch on optic". Lens damage may occur: due to the use of a non-qualified viscoelastic. Lens delivery performance may be negatively affected when using other non-qualified viscoelastics leading to underfill, overfill, misfolding , delivery issues and /or damage. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly and cause delivery issues and /or damage. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement and cause delivery issues and / or product damage. Any of the above listed causes alone, or in combination, may create the reported event. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, after intraocular lens implant procedure, a scratch was found on the iol optic that was visually confirmed. The surgery was completed without product replacement. There was no harm to the patient.